Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer manually discontinued a bolus without completing the bolus at a later time as intended. The customer's blood glucose (bg) level subsequently increased to 570 mg/dl. A correction bolus was delivered and the infusion set was replaced to address bg. Reportedly, the customer continued to use the pump for insulin therapy.